Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's dexcom app showed egv rising from 100 mg/dl to 400 mg/dl within approximately three hours, despite the patient not eating. The patient administered two doses of insulin, including 10 units when the egv was 300 mg/dl. No mention if the patient had symptoms. The dexcom app continued to show egv 400 mg/dl for several hours, but the blood glucose was unknown at that time because their meter was out of battery. The patient became unresponsive, lost consciousness, and exhibited cardiac distress, prompting emergency medical intervention. The behavior of the dexcom app during this time was not described. Later, when paramedics arrived on (B)(6) 2025 the meter showed 61 mg/dl, and hospital records indicated the patient¿s glucose had dropped to below 20 mg/dl. He was admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025 after stabilization. Treatment at the hospital consisted of IV fluids only. The spouse reported giving food at home to counteract the hypoglycemia before paramedics arrived. No ongoing therapy is required post-discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.